Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5151404.

Event description:
It was reported that the patient's right ventricular lead exhibited an unspecified malfunction. The lead was explanted and replaced. There were no patient consequences.